Manufacturer narrative:
A lumenis engineer evaluated the lumenis versapulse powersuite 100 w laser and found key switch loose causing unit to turn off intermittently. The engineer checked proper alignment and after confirming that the system meets manufacture specifications, the system was returned to the facility in safe working condition. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. The system was manufactured on 21-oct-2015 and installed at the customer's site on (B)(6) 2015. A review of system risk files found the risk of system failure ((B)(4)) which has the potential to lead to ineffective treatment which may require prolonged operation or re-operation. The risk likelihood has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within full risk assessment. In this case the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use an alternate method as intervention to prevent serious injury. In an abundance of caution lumenis is reporting this malfunction. A two year historical product review of similar complaints revealed that the same issue of a loose key switch causing unit to turn off intermittently has not led to serious injury in the past. Gso expert indicated that it's an isolated case and as a result, no further corrective actions are necessary. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).

Event description:
A user facility reported that during a lithotripsy procedure in which a lumenis versapulse 100w was being utilized, the system suddenly stopped working. Unable to continue with the system, an alternate method was used to complete the procedure. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.